Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient who is very unhappy with the vision in the left eye and reports it is blurry three months post lasik. The patient has had multiple treatments. The patient is undergoing clapiks (contact lens-assisted, pharmacologically induced keratosteepening) as a non-surgical option and will be seen in follow up at a later date to discuss additional treatment options if clapiks is unsuccessful. Additional information has been requested.